Event description:
It was reported that the customer experienced high blood glucose levels. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the high pressure and self test. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of the specification range during the occlusion test due to a faulty force sensor. The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests.